Event description:
Procedure: laparoscopically assisted lavh. Reportedly, when the surgeon entered the trocar with a surgical dissector, a blue piece of rubber-like material came out of trocar. The piece fell onto patient's uterus. The surgeon saw the blue piece on the video monitor, retrieved it with the dissector and brought it out through the trocar. The surgeon was nervously concerned of another piece dislodging form the trocar, so converted the case to open hysterectomy.